Manufacturer narrative:
Initial reporter city: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the peritoneal dialysis (pd) transfer set was damaged which resulted in a leak near the twist clamp. The issue was observed during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3, h6 and h10. H6: evaluation method code was changed from 4114 to 10 and evaluation result code was changed from 3221 to 114. H10: the device was received for evaluation. A visual inspection with naked eye noted a hole in the tubing between the occluder feet. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing noted a leak from a hole in the tubing. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.